Event description:
It was reported that the right ventricular defibrillation lead helix would not fully extend in the patient with 25 turns. The helix was retracted and the lead was easily removed from the patient. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix disengaged from the helical channel; full lead was returned for analysis. Further testing revealed blood/body fluid on the distal conductor (not obstructed), blood in/on the helix/lobe mechanism, a tip seal observation and a non-electrical miscellaneous finding on the tip electrode. It was noted that the lead was returned with the guide tooth damaged.